Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the pump black box data showed evidence of an unacknowledged occlusion alarm on (B)(6) 2018, then showed a partially discharged battery being installed on (B)(6) 2018. No battery cap and cartridge cap was returned. All testing performed with test caps. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks in the thread area and below the grip pad.; there was no evidence of moisture contamination inside battery compartment. The pump powered with a test battery cap. During testing, the current draws measured within specifications. The pump was exercised for 24 hours with no issues occurring. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, vertical lines were observed in the display image due to a failed display flex cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.